Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for vanc2 vancomycin (vanc2) on a cobas 6000 c (501) module. It¿s not clear if erroneous results were reported outside of the laboratory. The initial vanc2 result was 1.8 ug/ml. The repeat result on (B)(6) 2016 was 17.4 ug/ml. This result was reported outside of the laboratory. No adverse event occurred. The vanc2 reagent lot number was 176176 with an expiration date of 07/31/2017. The customer¿s sample clotting time is documented as 15 minutes with a centrifugation time of 8 minutes. A review of the alarm trace provided by the customer shows several pipetting errors and abnormal probe sucking alarms on the day of the event. A specific root cause could not be identified. Since calibration and quality controls prior to and after the event were acceptable, both a general reagent and instrument issue can be excluded. Potential root causes may be related to foam on top of the sample pipetting which leads to low sample pipetting or fibrin formation. The customer¿s sample clotting and centrifugation time are too short. Fibrin micro clots or strands can occur if the clotting time is too short and aspiration of fibrin can lead to physical obstruction in the sample probe. An additional potential root cause could be using a 13 mm tube with no holder. The tube should be placed in an upright position in the rack to allow for proper pipetting.